Manufacturer narrative:
Block a1: meshc-20210921-8fe38015. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. Block h10: the complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. Block h11: correction to block a2 (date of birth). Block h11: correction to block a2 (date of birth), b5 and below: upon review, a report for this patient and the boston scientific mesh device implanted (B)(6) 2014 has been filed under MFR report number 3005099803-2021-00042. Based on the november 10, 2021 report of pinnacle/pinnacle lite/uphold prolapse mesh implantation, three reports were sent, 3005099803-2021-07178 for a pinnacle, 3005099803-2021-07158 for a pinnacle lite, and 3005099803-2021-07163 for an uphold. However, upon review of the information in the record corresponding to previous report 3005099803-2021-00042, it was identified that only one boston scientific mesh device, a pinnacle lite, was implanted into the patient. Therefore, reports 3005099803-2021-07178 and 3005099803-2021-07163 are considered to be duplicates of this report, 3005099803-2021-07158 (and previous report 3005099803-2021-00042).

Event description:
It was reported to boston scientific corporation that a pinnacle lite prolapse mesh was implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; psychiatric injury. Nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panodol for the treatment of: bladder and back pain. Treatment duration: ongoing. On (B)(6) 2015 the patient commenced incontinence medication: incontinence pads for the treatment of: incontinence. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream): oestrogen for the treatment of: vaginal dryness. Treatment duration: ongoing.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that pinnacle, pinnacle lite, and uphold prolapse meshes were implanted on (B)(6) 2014. The patient experienced complications and nonsurgical treatment. Patient symptoms include: eep (erosion/extrusion/protrusion of the mesh); back pain; vaginal pain; pelvic pain; groin pain; inability to have intercourse; difficulties with bowel motions; incontinence not present before implant; recurrent incontinence; aggravated incontinence; psychiatric injury nonsurgical treatments: on (B)(6) 2015 the patient commenced pain medication: panodol for the treatment of: bladder and back pain. Treatment duration: ongoing. On (B)(6) 2015 the patient commenced incontinence medication: incontinence pads for the treatment of: incontinence. Treatment duration: ongoing. The patient was treated with topical treatment (including oestrogen cream): oestrogen for the treatment of: vaginal dryness. Treatment duration: ongoing.